Event description:
A customer reported to baxter product surveillance of a separation issue with a continu-flo solution set in which there was difficulty securing the manifold portion of the tubing which caused leakages in the operating room. The customer was connecting this set to a micro clave luer. The facility is using a firm push and twist method always in order to connect. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 4 of 5 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.